Event description:
Nurse stated that the insulin pump alarms excessive no delivery. The insulin pump also alarmed motor error. Nurse stated that the customer is hospitalized due to severe low blood glucose. The clinical manager requested a replacement insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the delivery volume accuracy test.